Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery had to be changed frequently, sometimes several times in a day. Allegedly, the pump emitted low battery alarms and new batteries from different boxes were used; however, the issue remained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the device history indicated multiple replace battery alarms with code 128. Evidence of installation of partially discharged batteries was also found in the device history. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap secured to the pump properly and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.